Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was dead. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated they need to have an MRI prior to a craniotomy procedure but their implant has not been turned on in 2 years or more. Caller stated the MRI needs to be done with igs protocol and the only facility capable of that protocol will not do the MRI without the device in MRI mode. Caller stated they have had several mris since the implant has been depleted at other facilities and never had a problem. Caller stated they stopped using the implant because they got sick and couldn't keep up with charging it, and when they finally did go to recharge the implant it wouldn't charge. Caller stated they haven't used the therapy since. Caller noted that the MRI facility told them that mdt reps (B)(6) or (B)(6) would be calling them to review next steps, but they never received a call. Caller also got the number for mdt rep (B)(6) and spoke to them on friday but was redirected to patient services. Caller stated they were told the implant lifespan is only 7 years so they wouldn't be able to have the implant restarted. Caller also stated they were considering replacing the battery with dr. (B)(6) prior to these other health issues coming up and now needing the craniotomy. The caller was redirected to follow up with mdt reps and hcp to review next steps. Agent reviewed with caller that implant lifespan is 9 years according to labeling and reviewed other options such as revision or removal if needed for the MRI. Agent sent message to the field on caller's behalf. Patient getting battery replaced on wednesday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller stated that the ins was depleted or not communicating and the rep planned to try to charge the ins today.